Event description:
It is reported that in 2000, the pt had a knee replacement with a size 3 tibial baseplate. In 2005, upon opening the joint, the tibial baseplate was found fractured into three pieces. The fracture line extended from the anterior medical edge of the plate to the anteior edge of the medical screw hole. From the post edge of the same hole 2 fracture lines extended away from each other, towards and all the way through the post edge of the plate. It was noted that the tibial plate was or appeared to be implanted in a considerable amount of varus, possibly loading the side of the fractured plate considerably. The implant was revised to size 4 tibial baseplate.

Event description:
It was reported that in 2000, the pt had a knee replacement with a size 3 tibial baseplate. In 2005, upon opening the joint, the tibial baseplate was found fractured into three pieces. The fracture line extended from the anterior medial edge of the plate to the anterior edge of the medial screw hole. From the post edge of the same hole 2 fracture lines extended away from each other, towards and all the way through the post edge of the plate. It was noted that the tibial plate was or appeared to be implanted in a considerable amount of varus, possibly loading the side of the fractured plate considerably. The implant was revised to a size 4 tibial baseplate.